Event description:
Customer reports that the device produced a result of '400 something' mg/dl while the doctor's device produced a result of '100 something' mg/dl. No treatment received. No adverse event reported. Requested return of suspect device and replacement was sent. No quality controls were used.